Event description:
It was reported that during a shoulder procedure using a speedlock implant with inserter handle, the surgeon encountered difficulty tapping the implant into the bone hole. The surgeon increased the applied force and subsequently the implant broke inside the bone. This happened two additional times, and all three broken implants were abandoned inthe bone. The procedure was successfully completed using a different arthrocare implant. There were no significant delays pt complications reported as a result of this event.